Event description:
The customer contact reported device breakage. The primary tubing set was to be used to deliver an unspecified volume of an unspecified concentration of sodium chloride, via a plum pump. After an unspecified length of time, it was reported that the nurse attempted to connect the male adapter of an unspecified 10ml prefilled saline syringe to the clave secondary port on the cassette of the tubing set. Atg this time, the semi-rigid adapter on the clave secondary port bent forward and snapped off.. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing found the clave secondary port on the cassette of the tubing set was torn off. White drag marks were noted on the secondary port of the cassette indicating use of force. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the info known by the reporter upon query by hospira personnel.